Event description:
A customer reported to baxter (B)(4) a non-vented spike clearlink administration set in which a leak was observed. According to the report, the clearlink luer activated device was connected to a bag ((B)(4)) that contained an unknown chemotherapy medication, and a leak was observed. There was no patient involvement. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. However, a photograph was returned for evaluation. The photograph confirmed the reported condition at the level of the luer connection. The root cause of the reported condition was undetermined. A batch review was performed on the reported lot with no deviations found.